Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green bag disconnected from the white clamp line of a homechoice cassette. This event occurred during dwell one of four while the patient was connected. The patient stated it was possible the line was not tightly connected. The technical service representative (tsr) assisted the patient in ending therapy and removing the supplies. The patient stated they had not noticed anything unusual about the supplies; the over pouches were intact and not damaged. The patient advised the connections had not been difficult to make and were securely tightened. There was no patient injury or medical intervention associated with this event. No additional information is available.